Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0418 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported that the clip of the statlock has completely detached from the ticot pad when using on a patient. No other information was provided. It was reported this occurred with ten devices. This report addresses the seventh device.